Event description:
Pt reported the infusion device display had a black spot and was damaged. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for eval. The complaint was not verified due to misuse of the product. The infusion device display was damaged due to a mechanical impact. As the problem reported by the pt was due to a handling error, no corrective or preventative actions will be initiated.